Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed but the root cause could not be determined. Two photographs of a groshong catheter were returned for evaluation. Inspection of the photographs found that an object resembling a wire was protruding from the catheter tubing, a few centimeters away from the valve location. No other features of the tear could be discerned based on the photo. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that in the critical care department, during the PICC catheter insertion procedure, the nurse encountered catheter displacement. Upon withdrawing the catheter and preparing to reinsert it, she discovered the guidewire had punctured the catheter. The insertion was immediately halted. After replacing the PICC catheter with a new one, the placement was successfully completed.